Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported approximately (B)(4) cases of toxic anterior segment syndrome (tass) between (B)(6) 2012. They are unclear as to what is causing the tass. Patients are being treated with steroids and no permanent consequences have been reported.